Event description:
It was reported that this device had a battery depletion error. The device was being checked at the clinic when the alert occurred. The pulse generator has been implanted greater than seven years. A review of device downloaded memory was done by technical services. The device battery was depleted past end-of-life. Explant was recommended. The device remains implanted. There were no additional adverse patient effects.

Event description:
This supplemental report is being filed to provide additional information that the product has been explanted and replaced. There were no additional adverse patient effects. It was reported that this device had a battery depletion error. The device was being checked at the clinic when the alert occurred. The pulse generator has been implanted greater than seven years. A review of device downloaded memory was done by technical services. The device battery was depleted past end-of-life. Explant was recommended. The device remains implanted. There were no additional adverse patient effects.